Event description:
It was reported that during a lobectomy procedure, there was an incomplete staple line. Bleeding occurred and add'l suturing was used as well as another device to complete the procedure with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.